Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, noise was noted on the right ventricular (rv) lead along with high, out of range, high voltage impedance. Programming changes were made. The lead will be monitored. The patient did not experience any adverse consequences.